Event description:
During baxter's functionality testing of a spectrum pump, the direction of flow label and shim were missing. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the missing label and shim, which was reproduced and confirmed. The missing direction of flow and shim label were replaced.